Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr could not duplicate the reported issue. The ventilator was working as intended. The fsr completed performance testing. The unit meets manufacturer's specifications. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that the screen on the ventilator went blank and was alarming, while the device was on a patient. The patient was changed to another ventilator. There was no patient harm.